Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during a meniscal repair, a truespan meniscal repair system peek 12-degree needle broke from the shaft while deploying the anchor in joints. Truspan gun broke from the shaft of the needle while surgeon was trying to deploy the first anchor in the joints. No fragments generated. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the needle appeared to be deformed, and still attached in the truespan gun. The implants and the suture were apparently deployed. Also, the plastic sleeve of the device was slightly bent near the needle. The photo do not provide enough evidence to confirm the broken failure. Hands on analysis should provide the evidence necessary to confirm this condition. Also, this failure mode could not be replicated. A manufacturing record evaluation was performed for the finished device lot number: 5l80106, and no nonconformances were identified. The possible root cause for the needle damage can be attributed when the needle was inside the joint and when the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The plastic sleeve of the device was opened to check the condition of the needle. It was observed that the needle was broken, and the rest still attached in the truespan gun. The both implants and suture were not received with the gun. Finally, when the trigger was actuated to deploy, there was a slight resistance, and the deployment was rough. Based on the received condition of the device, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 5l80106, and no nonconformances were identified. The possible root cause for the needle damage can be attributed when the needle was inside the joint and when the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there were no fragments generated from the event. It was reported that the broken needle was removed from the patient and a fresh new implant was used. It was reported that there was no surgical intervention planned.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2020, it was observed that a truespan meniscal repair system peek 12 degree needle device broke from the shaft while deploying the anchor in joints. Another like device was used to complete procedure successfully with a delay of 5 to 10 minutes. There were no fragments generated. There were no adverse patient consequences reported. No additional information was provided.